Event description:
Non-absorbable suture material was used in eleven pts with all a severe rejection and inflammatory process. Some defect in its material.

Event description:
Co does not have enough info to further test the reported product. The product was not returned. The report originated in the country of jordan, and co has sold numerous lots. Moreover, co could not find a working telephone number for the hosp or user. Internally, each batch of suture must meet release criteria. Co is unable to test the product or retentions because neither a lot number nor item code was provided. The hosp has no telephone number listed via the international operator. In addition, co is unable to contact the physician by telephone.